Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited unstable thresholds and variable sensing. The ra lead also was stimulating the phrenic nerve, resulting in the patient experiencing hiccups. The ra lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.